Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the device performed to specification. The device was put through extensive testing without duplicating a malfunction. The device was recertified and returned to the customer. Review of the log file confirmed a low battery warning and shutdown notification. The battery used during the event was not provided for evaluation. The log suggests the device operated accordingly and notified the user of a depleted battery. It is recommended that a spare battery be available as a backup. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.